Manufacturer narrative:
(B)(4) - a secondary surgery. (B)(4).

Event description:
The reporter stated pt had icl implanted in (B)(6) last year. The surgeon implanted a 12.0mm (B)(6) implantable collamer lens. The pt currently is living in (B)(6) , where the lens was explanted due to excessive vaulting associated with narrowing of the angle, angle closure and shallowing of the ac. The lens was exchanged for a shorter model. Further info has been requested, a supplemental medwatch will be submitted when further info is available.